Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. It was reported that the patient was switched to hemodialysis due to the event. The cause, hospitalization, treatment and patient outcome were not reported.

Manufacturer narrative:
"Anaphylaxis from ethylene oxide-sterilized dialysis tubing and needles: a case report". Am j kidney dis. 2023 jan 21;s0272-6386(23)00040-9. Doi: 10.1053/j.ajkd.2022.12.004. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.